Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose (bg) levels dropping to 52 mg/dl while wearing the pod between 36 and 48 hours on the leg. The patient loss consciousness and fell on the kitchen floor and broke the distal fibula in their ankle. Prior to the ER the patient ate two cookies, miniature almond joy bar and drank a juice box. At the hospital, the patient had an x-ray performed, given a boot to wear and was prescribed prescription for ibuprofen.